Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure using the coblator ii controller, the display screen stopped working completely. The procedure was ultimately completed using a competitor's suction bovie. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The patient identifier, gender, age and weight were not provided.